Event description:
It was initially reported that the patient had her generator replaced prophylactically. The generator was returned and product analysis on an explanted generator was completed on (B)(4) 2012 during product analysis an out of specification component was identified in the generator. The pulse generator unit failed the positive backup capacitor test. The backup capacitors function as emi filtering and do not affect the supply current that would contribute to battery depletion. Visual examination of the positive feedthru wire revealed separation between the wire and silver polyimide conductive attachment compound. The positive feedthru capacitor measured 3.9nf and would intermittently reduce to 0.02nf with manipulation. No variations in capacitance were noted on the negative feedthru capacitor. An out of specification c4 capacitor was also identified during analysis, however this had no effect on the generator performance. No other issues were identified with the generator. The device history record (DHR) for this generator was reviewed. The generator passed all quality inspections, functional and electrical test prior to distribution.